Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was not consistently sensing when the door was closed. A field service engineer powered off the unit, and the housing was adjusted to better align with the edge. The hasp was straightened, and the latch was cleaned, crimped, and treated with conductive grease. The hardware test application (hta) was run and passed successfully. The customer completed an inventory of the medication stored in the fridge without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fridge door malfunctioning and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.